Event description:
The event is reported as: alleged issue: tip of sheath broke off inside the patient while performing the procedure. All the pieces were retrieved, including the tip, and another device was used with no further issues. No patient injury reported.

Manufacturer narrative:
Sample has been received by manufacturer but investigation is incomplete at time of this report. A follow up report will be sent when investigation is complete.